Event description:
Pt treated by paramedics for a hypoglycemia. Family member reports that the device gave the pt a bolus that pt did not request. No further info is available at time of this report. Product not returned for analysis.